Manufacturer narrative:
The beckman coulter internal identifier is (B)(4). The exact number of patients involved was not specified. The customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. Customer has performed a manual clean, replaced electrodes and tubing but quality control (qc) was still out of range. The customer also found when performing a buffer prime, it was not dispensing a steady stream of buffer. A beckman coulter fse (field service engineer) was dispatched to the customer site to perform troubleshooting on (B)(6) 2022. The fse determined the buffer valves were defective. The fse replaced ise buffer valve assay, reference electrode, sample syringe and wash syringes. The fse also advised customer to replace damaged cell 2¿s buffer reagent cap. System performance was verified by ise calibration with new bottles and quality control. No further issue was reported. In conclusion, the failure mode was identified as the ise buffer valve and buffer reagent cap. Replacing them resolved the issue.

Event description:
On (B)(6) 2022, the customer reported having erratic patient results for ise (ion selective electrolyte) which includes na (sodium), k (potassium), cl (chloride) on their au5800 chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. No erroneous patient results were reported outside the lab. The customer did not provide details of the erroneous patient results to beckman coulter for evaluation. The customer advised when repeating on another analyzer, results were normal. Customer has performed a manual clean, replaced electrodes and tubing but quality control (qc) was still out of range. The customer also found when performing a buffer prime, it was not dispensing a steady stream of buffer. A beckman coulter fse (field service engineer) was dispatched to the customer site to perform troubleshooting on (B)(6) 2022.